Event description:
There was an allegation of questionable creatinine jaffe results from the cobas 6000 c501 module. Sample 1 initial result was 29 mmol/l and the repeat result was 132 mmol/l. On (B)(6) 2022, sample 2 initial result was 27 mmol/l and the repeat result was 146 mmol/l. The questionable results were reported outside of the laboratory. The reagent lot number was 653884. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer replaced and adjusted both reagent nozzles, cleaned the photometer lens, and replaced the photometer lamp and heat cut filter. He successfully ran cell blank measurements and ran weekly and daily maintenance. Calibration and quality controls were successful. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.